Event description:
It was reported that the pen ii mylan 3.0ml experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: the caregiver reported that the pen would slip. He stated after winding it back to a certain number and then pushing down on it, it would slip through the gears and would not catch. He stated that it varied; sometimes it was ok, sometimes it would go all the way down, sometimes it would click, then slip, then it would catch and click again.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is us world med. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii mylan 3.0 ml experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: the caregiver reported that the pen would slip. He stated after winding it back to a certain number and then pushing down on it, it would slip through the gears and would not catch. He stated that it varied; sometimes it was ok, sometimes it would go all the way down, sometimes it would click, then slip, then it would catch and click again.